Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced back in 2007. This crt-d displayed high out of range pacing impedance measurements and oversensing. It was suspected the associated right ventricular (rv) lead had insulation damage. It was unknown whether the associated rv lead was a boston scientific product. There were no adverse patient effects reported. Subsequently, additional information was received that the associated lead with suspected insulation damage was a boston scientific product. It was noted, however, that the lead implanted in the rv was actually a left ventricular (lv) lead. This was considered off label use.

Manufacturer narrative:
---

Manufacturer narrative:
This crt-d will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Information was received which states that the boston scientific lv lead was correctly implanted in the left ventricle instead of the right ventricle. There was just a typo in the physician report. The complained rv lead refers to a medtronic product. There were no allegations against the lv lead, and this crt-d.